Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 482, 569, 298 and 221 mg/dl. Customer also stated he tested and got 290 and then 191 mg/dl fasting. The customer¿s expected am fasting blood glucose test result is <200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the office. The test strip lot manufacturer¿s expiration date is 06/25/2025 and open vial date is 3 days ago. The meter memory was reviewed for previous test result history (date/time not set; customer stated results were within the last 3 days): result 1: 482 mg/dl date: on (B)(6) 2025 time: 1:54 am fasting am . Result 2: 569 mg/dl date: on (B)(6) 2025 time: 1:54 am fasting am . Result 3: 267 mg/dl date: on (B)(6) 2024 time: 8:07 pm fasting pm . Result 4: 298 mg/dl date: on (B)(6) 2024 time: 12:23 am fasting am . Result 5: 221 mg/dl date: on (B)(6) 2023 time: 9:30 am fasting am.

Manufacturer narrative:
Internal report reference number: (B)(4) . Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.